Event description:
Information was received from healthcare professional (hcp) via medtronic representative regarding patient implanted with screws during pedicle screw placement, while placing a crosslink on a construct at l3-s1 for degenerative spine. It was reported that the set screws sheared off at thread level instead of cap breaking off. There were no patient symptoms or complications as a result of this event. There was no treatment or additional surgery performed as a result of this event. The date of implant and date of explant was (B)(6) 2021. No further complications were reported/ anticipated.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.